Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad was unresponsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: on investigation, the keypad cover was intact; all buttons were responsive during investigation. Removed keypad cover; no contamination found under the button contacts. Investigation did not duplicate the complaint. Unrelated to the original complaint the display was dim/fading and discolored and there was a crack between case seal and the display lens.